Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Without return of the device or additional information the clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical literature "transapical aortic valve replacement in extreme-risk patients: outcome, risk factors and mid-term results" author: enrico ferrari, et al, published on "european journal of cardio-thoracic surgery." It was identified that two edward´s heart valves required valve in valve procedure in a aortic position due to stenosis after an unknown implant duration. In this case it was captured that a patient required a valve in valve procedure due to stenosis after an unknown implant duration in a edward's 23mm valve. The transcatheter valve was implanted successfully.